Manufacturer narrative:
Block b6 & b7 were changed to "unk" as several attempts were made with no avail to obtain the info block h6, method code 86, chosen because there was no method possible to perform an eval due to the suspect device being discarded by the user. Code 2199-not labeled.code 1049-labeled. Block g1, site location, was incorrect on the initial report; info changed on this follow-up report to reflect the correct location.

Event description:
During a dilatation procedure, the catheter balloon ruptured using a syringe for inflation purposes. The catheter was removed and replaced to complete the procedure with no pt injury reported.